Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) advised the home patient (hp) there was air that entered the setup. The tsr instructed the hp to cycle the power twice to clear the alarm. The tsr advised the hp would need to start over with new supplies or use manual supplies. The tsr advised the hp would need to inform the peritoneal dialysis nurse (pdrn) of the system error 2240. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the system error 2240 alarm. Per the pd rn they were not made aware of the alarm. The hp was doing fine with therapy and would be in for clinics the following week. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed and the cause was not identified because the sample was not returned for evaluation, the patient did not describe any type of use error that might have caused the alarm, and a baxter employee did not identify the alarm in the event log of a returned device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted. Additional investigation is being conducted through ncr number (B)(4).